Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and after cycling the unit fifteen (15) times, he was unable to reproduce the reported issue. However, as a precaution, the stm replaced the datasettes because the definition of the reported failure mode is "datasettes does not match the front end board." The stm then performed a full preventive maintenance (pm) as it was due, performed all functional and safety checks and all tests were passed to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the customer was conducting training on the cs300 intra-aortic balloon pump (iabp), the unit displayed "electrical test fails code# 42", upon power up. No patient involvement was reported; thus no adverse event was reported.